Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of inappropriate auto mode switch caused by noise were observed. The noise was reproducible with isometrics. The device remains implanted. No further information is available at this time.